Event description:
Pt's mother reported the pt was in stationary treatment in the hospital for readjustment (pump therapy) from (B)(6) 2011. Mother stated on (B)(6) 2011 the doctor gave the pt one day leave of absence and at 6:12 pm the parents attempted to give a bolus of 1.2 units of insulin via the infusion device but the infusion device did not deliver the bolus and the meter showed the bolus marked grey in the history. Pt's blood glucose was 86 mg/dl. Mother reported at 6:32 pm, the parents administered a new bolus of 1.2 units of insulin and the infusion device delivered the bolus and then the meter showed the bolus marked blue. Mother stated at 6:59 pm, the pt's blood glucose level was 38 mg/dl and the pt's mother gave her something to eat. Mother reported at 7:29 pm, the pt's blood glucose was 126 mg/dl and afterwards they drove her back to the hospital. Pt's normal blood glucose level is 100-140 mg/dl. Mother stated the pt's blood glucose level was okay in the night. Mother reported on (B)(6) 2011 at 1:46, she was not able to program the pt's basal rate with the bolus calculator. Mother stated she thinks the meter and the infusion device are not working correctly. No further info is available. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.